Event description:
It was reported that a vns patient had her vns system removed due to breathing difficulties. The patient reported a pre-vns medical condition of asthma and stated that the week after vns surgery her breathing became bad. After the removal of the vns therapy system the patient reported the breathing problems have not recurred. Follow-up with the explanting surgeon revealed the reason for the explant was due to respiratory issues in which both the generator and lead were removed. Diagnostics were performed pre-op which indicated the device was working within normal limits. Information from the treating neurologist revealed the patient's asthma was being exacerbated by vns stimulation as the patient had difficulty breathing after vns was implanted. At the moment good faith attempts to obtain product return have been unsuccessful to date.